Manufacturer narrative:
(B)(4), the reported complaint of "pump powers off when running on battery after about 2-3 minutes" is not able to be confirmed. No part was returned to teleflex chelmsford for investigation. Based on a review of the device history record (DHR), the product met specification upon release. The root cause of the complaint is undetermined. No further action required at this time. The reported complaint will be monitored for any developing trends. Iabp users and servicers must follow the operating instructions manual for recommendations on usage, charging, maintenance and storage of the batteries. If battery maintenance is not performed per the iabp operating instructions manual, the battery may not provide the expected minimum run time of operating power.

Event description:
It was reported that when unplugging the pump for transport, "pump powers off when running on battery after about 2-3 minutes. The pump would not stay powered on, so they used the sending facilities pump to transfer the patient. The patient remained stable throughout". No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
(B)(4). N/a. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that when unplugging the pump for transport, "pump powers off when running on battery after about 2-3 minutes. The pump would not stay powered on, so they used the sending facilities pump to transfer the patient. The patient remained stable throughout". No patient harm or injury. The patient status is reported as "fine".